Event description:
It was reported the device did not deliver the full charge and did not convert the vt/vf. The patient expired. High voltage impedance trend taken from the device post mortem showed erratic impedance measurements with frequent values > 200 ohms. It was later alleged by attorney that "in ,2007, (pt) complained to (md) about a shock he received from his ICD,and it was confirmed, by interrogation of the device, that the ICD was malfunctioning due to a fractured and/or disconnected lead. Testing revealed a defective lead. Two days later, (pt) experienced a cardiac arrhythmia, the ICD failed to provide the adequate protection, due to the defective lead, and (pt) died." It was further alleged that as a result of the lead, the patient "was caused to sustain severe and permanent injuries, including death." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received. Follow up with manufacturer's representative reported the official cod was unknown to him, "but it involved cardiac arrest." Representative also confirmed hcp was aware of lead issue.

Event description:
It was reported the device did not deliver the full charge and did not convert the vt/vf. The patient expired. High voltage impedance trend taken from the device post mortem showed erratic impedance measurements with frequent values > 200 ohms.

Event description:
It was reported the device did not deliver the full charge and did not convert the vt/vf. The patient expired. High voltage impedance trend taken from the device post mortem showed erratic impedance measurements with frequent values > 200 ohms. It was later alleged by attorney that " in 2007, (pt) complained to (md) about a shock he received from his ICD, and it was confirmed, by interrogation of the device, that the ICD was malfunctioning due to a fractured and/or disconnected lead. Testing revealed a defective lead. Two days later, (pt) experienced a cardiac arrhythmia, the ICD failed to provide the adequate protection, due to the defective lead, and (pt) died." It was further alleged that as a result of the lead, the patient "was caused to sustain severe and permanent injuries, including death." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. The cause of death has been researched but has not been received. Evaluation summary: no anomalies found; proximal segment returned for analysis.